Event description:
Individual 27: individual receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test (cartridge sn (B)(4), lot 19898f). No additional information was provided, and technical support was unable to locate the person in the covid case tracker spreadsheet. See (B)(4) for first false positive result reported for this individual. Customer also reported false positive results for 26 other employees. See related cases.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.